Event description:
An acl repair was performed in 2004 using this screw. In 2004 it is reported that the screw was removed due to infection-wound drainage, redness and pain. Two days later, pt returned to surgery for further debridement. Surgeon is not blaming the infection on the device. The user facility is performing their own investigation to determine the cause/source of the infection. It is reported that other products were used during the procedure and that various manufacturers were notified by the user facility.